Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. However, pump trace download analysis confirmed the pump alarmed power error detected due to connector resistance electrical board issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm. Customer's blood glucose level was unknown. The customer reported that they received this alarm after four hours of the previous troubleshooting. The insulin pump will be returned for analysis.